Event description:
The customer stated that she tested her blood glucose and received reading of 389 and 403 mg/dl using her contour meter. She retested using another meter and received readings of 172 and 145 mg/dl. The different between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot the meter and ended the call. No product will be returned for eval.